Event description:
It was reported that the insulin pump has cracks around the display screen. Insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).